Manufacturer narrative:
The device was not received for evaluation. Manufacturing and inspection records could not be reviewed as device information is unknown. Based on the information received, the root cause could not be determined.

Event description:
A literature review identified the article, verhiel shwl, özkan s, eberlin kr, chen nc. Nonunion and reoperation after ulna shortening osteotomy. Hand (new york, n.y.). 2020 sep;15(5):638-646. Doi: 10.1177/1558944719828004. Pmid: 30845843; pmcid: pmc7543211. This retrospective study sought to identify factors that contribute to a reoperation after an ulna shortening osteotomy. All patients were treated between january 2003 to december 2015. A total of 94 patients who underwent 98 ulna shortening osteotomies were reviewed. The patients had a mean age of 46 ± 13 years, and there were 38 men and 56 women treated. The median time between the index surgery and reoperation was 11 months. The plates used for the ulna shortening osteotomy were: 52 trimed ulnar osteotomy compression plates, 22 synthes lc-dcp plates, 11 rayhack ulnar shortening plates, 8 synthes lcp plates, and 5 acumed ulnar shortening plates. Plates were placed on the volar side in 71 patients, the dorsal side in 15 patients, and the ulnar side in 12 patients. In total, 19 patients required hardware removal with three (3) patients requiring refixation due to nonunion. Another eight (8) patients underwent other procedures for persistent pain on the ulnar side of the wrist. This resulted in two (2) patients undergoing an arthroscopy with synovectomy, two (2) patients had neurolysis of the dorsal ulnar sensory nerve branch, two (2) patients underwent debridement of the tfcc, two (2) patients had a darrach procedure, and one (1) patient had a druj arthroplasty. For removal, 17 trimed ulnar osteotomy compression plates, 10 synthes lc-dcp plates, 5 rayhack ulnar shortening plates, 1 synthes lcp plate, and 1 acumed ulnar shortening plate were removed. At the final follow-up at a median of 13 months, 21 patients reported persistent pain independent of any reoperation. The results of this study found that one third of patients will undergo a reoperation following an ulna shortening osteotomy. Majority of these reoperations are due to hardware irritation. Furthermore, persistent ulnar-sided wrist pain occurs in 1 in 5 patients, independent of having a reoperation.